Event description:
The customer reported a speaker error. The device does not produce sound. It is unknown if the device was in use at the time of the event and there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed the speaker was defective. The speaker was replaced and the device was operational after repairs were completed. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.